Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain, pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: mirena and yaz. In 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain / left sided pain"), menorrhagia ("excessive bleeding during menstruation, abnormal bleeding menorrhagia"), menstrual disorder ("abnormal bleeding during menstruation"), vaginal haemorrhage ("excessive bleeding during menstruation, abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) . Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, headache, fatigue and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient demographic information, product indication, onset date updated, new event vaginal haemorrhage, migraine, headache, fallopian tube perforation and device monitoring procedure not performed added. Outcome for the event pelvic pain added as recovered / resolved.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("second essure fragment was still within fallopian tube portion."), uterine haemorrhage ("abnormal uterine bleeding"), pelvic pain ("pelvic pain, pain") and menorrhagia ("excessive bleeding during menstruation, abnormal bleeding menorrhagia") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: mirena and yaz. Concurrent conditions included vaginal discharge, asthma, vulvovaginitis, female orgasmic disorder, uterine leiomyoma, depression, genital bleeding, endometriosis and uterine cervical lesion. In 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain / left sided pain"), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), vaginal haemorrhage ("excessive bleeding during menstruation, abnormal bleeding vaginal"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine haemorrhage, abdominal pain, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, headache, fatigue and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the essure coiled wire is located in the left uterine corneal aspect, and not the right uterine corneal aspect. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device breakage & abnormal uterine bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Case became medically confirmed. Events abnormal uterine bleeding & device breakage were added. Concomitant conditions were added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 14-dec -2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She underwent hysterectomy and bilateral salpingectomy seven years after placement procedure. This event is anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008 for permanent contraception. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing pelvic pain, chronic abdominal pain , left sided pain, excessive and abnormal bleeding during menstruation. On (B)(6) 2015 hysterectomy and bilateral salpingectomy were performed. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She underwent hysterectomy and bilateral salpingectomy seven years after placement procedure. This event is anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.